Manufacturer narrative:
Device evaluated by MFR.: the unit was returned in a generic plastic bag. The unit returned has the wire unraveled, as part of overall visual revision. The images provided by the customer matched with the damages found in the returned device. The guidewire returned unraveled. The core wire measured approximately 259 cm and it was detached from the distal solder ball. The core wire was kinked approximately at 258.3 cm from the proximal end. The guidewire body was kinked approximately 118.5 cm and 242.5 cm from the proximal end. No more visual damages were found in the device. More detailed pictures of the affected area were captured. Dimensional inspection were conducted and the result were within specification but the overall length and outer diameter of distal tip could not be performed due to device condition. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
Reportable based on device analysis completed on 13may2020. It was reported that the guidewire was unraveled. A 035/260/1 (bx/1) amplatz - pi guidewire was selected for use. When pulling the superstiff wire out of the body, it completely unraveled. There were no patient complications nor injuries reported. However, returned device analysis revealed a core wire detached/separated.